Event description:
Info received that the head up function was not working. No injury reported.

Manufacturer narrative:
Technician found the head up function was not working due to worn valve on bed replaced the valve to resolve this issue.